Manufacturer narrative:
Based on the results of the investigation, the image was restored after aeration. A conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the colonovideoscope exhibited a b30 scope communication error/no image. There was no patient involvement.